Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® excluder® aaa endoprosthesis instructions for use (IFU) provide the following warning: do no change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location.] Additionally, the IFU states: possible defects and adverse events include: improper component placement, occlusion of device or native vessel, and endoleak. Product investigation report conclusion the cause of the reported potential malfunction, coverage of the left internal iliac artery, is attributed to the unsuccessful attempt to push the device up during deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A total 4 of stent grafts including 1x trunk ipsilateral leg, 2x contralateral legs and 1x aortic extender were implanted. The left contralateral limb was advanced to deploy, but it wasn¿t pushed enough and unintentionally covered the left internal iliac artery. Although it was pushed up again using a mob balloon, the left internal iliac artery remained covered. The physician decided to follow up with the patient and the procedure was completed. The patient tolerated the procedure. The physician¿s comment: ¿the last push-up was not enough.¿